Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing which was incorrectly interpreted by the icm as tachycardia and atrial fibrillation. Programming changes were made. There were no patient consequences.